Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The consumer states the back bracket on the back canes has broken. We no longer have parts for this chair, so are unable to replace the part. No further information was provided.